Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of broken cable. Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Correction: h8. Was updated to initial use of device. Correction to section d: primary product UDI number was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.